Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had a low blood glucose level of 30 mg/dl. The insulin pump would not suspend. They treated the low blood glucose. The customer also reported that they had woken up to a low blood glucose level of 33 mg/dl. They treated with soda. The customer had been experiencing low blood glucose for 2 weeks. The customer's current blood glucose level was 340 mg/dl. Troubleshooting was performed. The insulin pump's programming was not accurate. It was also found that the bolus history showed no bolus since (B)(6) 2017. The basal rates had been recently changed. They were advised to call their health care professional to discuss possible causes of low blood glucose. The device will not be returned for analysis.